Event description:
It was reported that the customer experienced a blood glucose (bg) level of 43 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer required assistance consuming "soda and crackers" to address bg level. Tandem technical support (cts) performed a system check and determined that the pump functioned as intended and the cause of the low bg was unknown. Customer acknowledged that the pump was functioning as intended and continued to use pump for insulin therapy.